Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic examination of the shaft was performed. The outer shaft was separated 2cm ¿ 5cm and 8cm ¿ 16cm from the hub. The outer and inner shafts were stretched. Due to the appearance of the separated ends and the stretched shafts, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. A 150/20 renegade hi-flo was selected for use. During unpacking, when the device was removed out from the hoop, difficulties were encountered. Flushing was done but still it was hard to remove. When the device was attempted to be removed again, the device came apart. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 150/20 renegade¿ hi-flo¿ was selected for use. During unpacking, when the device was removed out from the hoop, difficulties were encountered. Flushing was done but still it was hard to remove. When the device was attempted to be removed again, the device came apart. The procedure was completed with a different device. No patient complications were reported.